Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead exhibited poor sensing and high capture threshold measurements. The lead was removed, replaced and discarded. The patient was in stable condition throughout.